Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2366-70, serial: (B)(4), batch: 5130459. Product family: scs-linear leads, upn: (B)(4), model: sc-2366-70, serial: (B)(4), batch: 5137189. Product family: scs-extension, upn: (B)(4), model: sc-3138-25, serial: (B)(4), batch: 7034049. Product family: scs-extension, upn: (B)(4), model: sc-3138-25, serial: (B)(4), batch: 7021614.

Event description:
It was reported that patient underwent a full system explant to remove the ipg, leads and extensions due to an infection. The patient was doing well post operatively. Boston scientific has been unable to obtain further information in regard to any additional intervention administered for patients infection, despite good faith efforts.